Event description:
Patient reported "pain in left breast due to capsular contracture baker grade iii-IV," "data of edema in the skin of the left breast," "inflammatory type nodes in both axillary regions," "the left breast implant was observed with folds as well as fibrosis data" and "sensation of nodules in the left breast " healthcare professional reported left side capsular contracture baker grade iii-IV.the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, lymphadenopathy.

Event description:
Patient reported "pain in left breast due to capsular contracture baker grade iii-IV," "data of edema in the skin of the left breast," "inflammatory type nodes in both axillary regions," "the left breast implant was observed with folds as well as fibrosis data." The event of "sensation of nodules in the left breast" is not device related. The device still was explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Crease folding of implant: unable observed creases on the implant. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Edema: unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "pain in left breast due to capsular contracture baker grade iii-IV," "data of edema in the skin of the left breast," "inflammatory type nodes in both axillary regions," "the left breast implant was observed with folds as well as fibrosis data." The event of "sensation of nodules in the left breast" is not device related. The device still was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.